Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The company service rep re-aligned the illuminator bulbs and un-kinked the footswitch cable. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmic team leader reported the system rebooted during initial setup for a vitrectomy procedure and then the front panel screen flickered several times before the unit shut down. The procedure was completed with an alternate system with no harm to the pt.